Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed. This occurrence was noticed during start-up. The hamilton vigilance reporting decision strategy prescribes to report startup issues. The alarm was observable both visually and through hearing. Te 231008 (o2valveleak) the device log files do cover the event of the time of failure. This malfunction was reproducible. It is not clear reported to hamilton, if there is any patient involvement. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed. This occurrence was noticed during start-up. The hamilton vigilance reporting decision strategy prescribes to report startup issues. The alarm was observable both visually and through hearing. Te 231008 (o2valveleak) the device log files do cover the event of the time of failure. This malfunction was reproducible. It is not clear reported to hamilton, if there is any patient involvement. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4 follow up: the technical failure tf231008 shows that the device was about to be started up. It is stated in the user instructions that in case of such a high priority alarm (tf231008) the device has to be serviced. At this moment the user should have exchanged the ventilator. The root cause analysis confirmed that the o2 mixer assembly was defective which triggered the technical failure alarm. This means that the amount of oxygen delivered to the patient can diverge from the required amount. Therefore, this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: · the ventilator device alarmed. · this occurrence was noticed during start-up. The hamilton vigilance reporting decision strategy prescribes to report startup issues. · the alarm was observable both visually and through hearing. Te 231008 (o2valveleak) · the device log files do cover the event of the time of failure. · this malfunction was reproducible. · it is not clear reported to hamilton, if there is any patient involvement. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.